Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received on sept 20, 2018, indicates that the asymptomatic patient presented remotely with post paced t-wave oversensing on the implantable cardioverter defibrillator and programming changes were not made.

Event description:
It was reported that the implantable cardioverter defibrillator was exhibiting episodes of non-sustained right ventricular oversensing, which led to post-paced t-wave oversensing. The patient was asymptomatic. On (B)(6) 2017, the patient presented remotely via merlin.net. The device continued to exhibit non-sustained right ventricular oversensing. No programming changes were made to the device on both events.